Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found that the physician decided to change the ipg and not the lead. That ended up clearing the impedances. The patient no longer complaining of shocking sensation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2021, wherein the ipg was explanted and replaced. No further information is known at this time. Effective therapy was established postoperatively.